Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens optic and haptic torn with residue on the lens and two pieces of the lens were returned. Msi-pf injector was returned and device evaluation found clear surgical residue on the product. Visual inspection found no visible damage to device with residue on the injector, cartridge was not returned. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the doctor loaded a 12.6mm vticmo12.6, -15.00/1.0/179 (sphere/cylinder/axis) implantable collamer lens according to the instruction manual, but found lens damaged when delivering the lens into the nozzle. There was no patient contact. Surgeon discontinued the surgery because he had no alternative lens and plans to implant a new lens in the future. Cause of event is unknown.